Event description:
It was reported that the lead was explanted due to ineffective therapy and the short interal count was 574. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was explanted due to ineffective therapy and oversensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: proximal conductor fractured; full lead analyzed.